Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse checked the acid and base lines and the acid and base dispense. The cse also checked the sample probe tube for leakage and verified proper aspiration and dispense of the reagent probe. The cse determined that the cause of the discordant, falsely low afp result is unknown. The instrument is performing according to specifications and no further evaluation of the system is required.

Event description:
A discordant, falsely low alpha-fetoprotein (afp) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician. The sample was repeated and that result matched the first result. A third result was obtained from front loading without a re-spin and a fourth result was obtained after the sample was diluted (corrected result). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low afp result.